Event description:
A customer reported a complaint of high readings on his xtra blood glucose meter. In 2006, the customer obtained a reading of 20.3mmol/l and took 4 units of insulin. Approx 90 mins later the customer obtained a reading of 7.4mmol/l and began shaking and experienced spasms in his legs. The customer ate a meal and shortly afterwards he collapsed. The meter reportedly read 5.9mmol/l. The following day the customer obtained a reading of lo followed by a reading of 7.3mmol/l. Approx 30 mins later a reading of 5.9mmol/l was obtained. The customer stated that he was not sure if it was an error on his part or an incorrect reading on the meter that made him collapse.

Manufacturer narrative:
The customer's technique, meter settings were correct. Upon investigation of the meter: the complaint was not confirmed and no new issues were observed. All results were within range spec, the s.d. Was within spec and no errors/tdn were observed during control solution testing.